Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the cap was used with the instrument, a black piece was observed inside the patient. The fragment was retrieved during the same procedure with a delay of greater than 30 minutes. There was uncertainty about which of the universal seals were involved, leading to the decision to return all three seals for further investigation. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11 additional information: a universal seal was received for failure analysis evaluation. The unit was analyzed and found to have a tear on the black rubber duckbill. The torn piece was returned with the seal. No pieces were found to be missing.